Event description:
Event occured in us. Problem code(imdrf code): a051102 sharp edges capsular bag tear in surgery room.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. We cannot perform investigation as per our standard procedure. Also, we cannot review the product inspection records because the serial number is not available. We followed up with relevant team to gather more information but there is no further information available. So, we cannot provide any possible root cause for this reported event. However, based on available information, we believe this event was not caused by our product quality. The product was not returned and appearance check was not performed. Serial number is not available, trending per manufacturing batch cannot be performed.

Event description:
Event occured in us. Problem code(imdrf code): a051102 sharp edges. Capsular bag tear in surgery room.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred inside of the USA. Capsular tear damage is indicated as a potential adverse event related to the iol, as covered under the adverse events section of the product's instructions for use (IFU). B1pc: pkg-19-388 00 i51-09-153.01_b1py, b1pc. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.